Event description:
It was reported that during an unk procedure, the device could not clamp the tissue. Changed another one to complete the procedure. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.